Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 379 mg/dl. Customer stated that she cannot get out the reservoir out of the pump and has been running high customer reported the following symptoms related to their high blood glucose was nauseous. Customer took 287 piece of toast and fried eggs 22grams and blood glucose was 350 mg/dl. After changing the infusion pump, the blood glucose was 397 mg/dl, 475 mg/dl, 398 mg/dl, 353 mg/dl, 347 mg/dl, 335 mg/dl, 344 mg/dl, 356 mg/dl and 375 mg/dl. At the time of the call that blood glucose was 307 mg/dl and treated with a correction with the pump. Customer did not want to continue the troubleshoot because there was some issues with her forgetting how to rewind and prime the pump and changing of the set that we found over the call. Advised customer to call back if the blood glucose continue to climb so we can finish the troubleshooting regarding the high blood glucose. The insulin pump will not be returned for analysis.